Event description:
Pt returned to surgery due to inability to remove balloon in ICU. Iabp balloon had to be cut in order to remove from artery. Tear in iliac artery was grafted with dacron for repair. Iabp tip was removed.